Event description:
It was reported that one month following a successfully deployed stent, that the pt returned with the stented area totally occluded. At this time the pt experienced a myocardial infarction and thrombus was also present within the sent. The area was redilated. The pt received anticoagulation therapy during both procedures. No other info was provied.